Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia. It was noted that a ventricular sensing failure occurred and that there was a pacing spike and the subsequent pacing waveform did not appear on the electrograms (egm) on the implantable pulse generator (ipg). It was noted that the right ventricular (rv) lead exhibited sensing failure of r wave. The ipg and rv lead remain in use. No further patient complications have been reported as a result of this event.